Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 25 mg/dl at the time of the incident. The customer¿s mother reported that the customer had high blood glucose level so the nurse changed reservoir and the customer's blood glucose level went low. The customer had high blood glucose level 348 mg/dl. The insulin pump will not be returned for analysis.